Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger antenna would not find or connect to the implant. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and failed back surgery syndrome. It was reported that the patient saw a 'no device found' screen when she was trying to charge the ins. The caller was able to connect to the ins with the programmer (pp) when the recharger was not connected to the programmer. They had attempted the passive recharge and was getting the number 100 to display in the middle which indicates that the recharger was over the ins. Technical services had the caller attempt to connect to the ins when the recharger was not connected and then navigate to the battery status screen. The controller was 100% charged and the ins was at 30%. Tech services had the caller connect the recharger to the controller. This caused the recharge button to be displayed on the controller screen as is normal. They placed the recharger over the ins and pressed the recharge button and the controller attempted to find the battery but the controller displayed the no device found screen again. Technical services did not know why the recharger would not find the battery even though the battery is clearly charged. Additional information was reported that stated they could not charge their remote and could not charge internal battery. The patient stated that the cord got very hot right at the donut connection. Additional information reported stating that they had a typo in the last report. It should read they can charge remote, but cannot charge internal battery. No medical or therapy problem was associated. No symptoms were reported. No further allegations/complications were reported.